Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report single leaflet device attachment (slda), device entanglement, foreign body in patient, tissue damage and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. The clip was advanced, but it was noted that there were times where it was difficult to see the anterior leaflet and clip arm. One clip was successfully implanted, reducing mr to a grade of 1. However, one hour after the clip was implanted, echocardiography showed the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increased to a grade of 4. Therefore, a second procedure was performed to stabilize the slda. However, the second clip was advanced next to the implanted clip, but the cardiac motion caused the clip to get caught on the first clip. The clips were freed from each other and no damage occurred to either clip. The clip was unable to be deployed in an adequate location; therefore, it was removed, and the procedure was discontinued. On (B)(6) 2020, mitral valve replacement was performed. During the mitral valve replacement, it was noted that the chordae was inside the clip when it was implanted. After the clip was implanted, the chordae ruptured and damage occurred to the leaflets, which is potentially the cause of the slda. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the single leaflet device attachment (slda). The entrapment of device (entanglement) was due to procedural conditions and the difficulty to remove was due to the entrapment of the device. The recurrent mitral regurgitation (mr) appears to be related to the slda. The foreign body in patient and tissue damaged appear to be related to the entrapment of the device (entanglement). The reported patient effects of mr, tissue damage and foreign body in patient, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na